Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery to the atrioventricular branch. A 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross. The device was removed and it was noted that the stent was lifted. The procedure was completed with a 2.25 x 32 synergy¿ drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal damage. Damage was noted to the two most proximal stent strut rows; struts were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion profile revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery to the atrioventricular branch. A 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross. The device was removed and it was noted that the stent was lifted. The procedure was completed with a 2.25 x 32 synergy¿ drug-eluting stent. No patient complications were reported.